Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously removed due to sterile water leakage from near the shaft. On visual inspection, it was found that there was a crack in the shaft near the funnel. The inlet tube was cut and the bag was discarded.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual inspection noted a hole in the catheter shaft measuring (0.034") and (0.1850") from the trifurcation. Also received 2 photo samples. First photo sample shows overview of catheter with arrow pointing towards hole at bifurcation site. Second photo sample zooms in on hole present at bifurcation site. Therefore, product does not meet specifications which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm." The root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be user applies excessive tension. However, there was insufficient information to confirm this potential root cause. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: warnings. 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. Patients with known allergy to silver coated catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was spontaneously removed due to sterile water leakage from near the shaft. On visual inspection, it was found that there was a crack in the shaft near the funnel. The inlet tube was cut and the bag was discarded.